Manufacturer narrative:
Qc had been running erratic but within the customer's established ranges prior to the event on all levels of qc material. Service was dispatched; however, specifica service information was not supplied. The customer has now been updated with the glucm modifications for the stirrer motor and sample wheel cover. Root cause of this event is unknown.

Event description:
A customer contacted beckman coulter inc., (bci), and reported that one glucose (glucm) patient result run in duplicate mode on unicel dxc 600 pro synchron clinical systems did not match. The specimen was re-tested, in duplicate mode, on a different instrument which confirmed the higher result. False result was not reported out of the lab. Patient treatment was not affected.